Event description:
It was reported that syringe 10ml ls 21x1-1/2 dn emerald had foreign matter in the needle. This was discovered before use. The following information was provided by the initial reporter: (B)(6) 2019, 17:40, the doctor prescribed an infusion for the outpatient. The prescription is 100ml saline and a 1g ceftriaxone. Because the pharmacy pivas is not dispense the liquid after 17:00, the pharmacist sent the corresponding medicine and a 10ml syringe nurse station upstairs. During the process of drawing and dissolving the medicine with a 10ml syringe, the nurse found that there was a black unidentified object in the needle. The nurse returned the needle and the opened sodium chloride solution to the pharmacy (the needle was the dissolved ceftriaxone solution), and the pharmacist gave the nurse again distribute a set of medicines and needles. The pharmacist has sealed the needle tube, handed over the shift, and filled out the device adverse event report form.

Manufacturer narrative:
H.6. Investigation: as no physical sample, picture sample, or valid lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. DHR could not be performed due to the unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 10ml ls 21x1-1/2 dn emerald had foreign matter in the needle. This was discovered before use. The following information was provided by the initial reporter: (B)(6) 2019, the doctor prescribed an infusion for the outpatient. The prescription is 100ml saline and a 1g ceftriaxone. Because the pharmacy pivas is not dispense the liquid after 17:00, the pharmacist sent the corresponding medicine and a 10ml syringe nurse station upstairs. During the process of drawing and dissolving the medicine with a 10ml syringe, the nurse found that there was a black unidentified object in the needle. The nurse returned the needle and the opened sodium chloride solution to the pharmacy (the needle was the dissolved ceftriaxone solution), and the pharmacist gave the nurse again distribute a set of medicines and needles. The pharmacist has sealed the needle tube, handed over the shift, and filled out the device adverse event report form.